Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between august 6, 2025 ¿ august 7, 2025. H11: the actual device was not available; however, four (4) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using a randomly selected device, and bubbles were observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2400 valve set had bubbles in port 5. This was observed during setup. A different valve set was used to resolve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.